Event description:
Upon placing 1-3.5 fully threaded cortical screw on a small fragment plate, the head of the screw separated. Surgeons were unable to remove body of the screw. The screw was almost completely inserted into the drilled hole when the screw broke.